Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 16-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine (10 mg/ml at 1 mg/day) via an implanted pump. It was reported the patient was not receiving therapy and a broken catheter was seen on CT. It was unknown if any environmental/exte rnal/patient factors that may have led or contributed to the issue. Surgery was performed and a piece of catheter broke off in the spine. A new spinal catheter piece was placed and connected to existing proximal catheter.